Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The screw showed characteristics of brittle failure on the fracture face. It is possible that, even with successful fusion, the implanted construct was subjected to biomechanical loading over the two years post-op that resulted in the eventual fracture of one of the mesa screws at the bone/screw interface. This fracture then led to an increased loading on the remaining construct resulting in brittle failure of the other two mesa screws. (Related to 3004774118-2017-00078 and 3004774118-2017-00080).

Event description:
On 06.06.2017 it was reported to k2m, inc. That a revision surgery took place approximately 2 years post-op in which broken pedicle screws were removed. Revision surgery took place (B)(6) 2017. (Related to 3004774118-2017-00078 and 3004774118-2017-00080).